Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was capped due to no sensing. More information was requested but not provided.

Event description:
New information states that the loss of sensing was noted in clinic during device check. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition throughout.